Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be unreadable. Evidence of physical damage was also observed by technician. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
Evaluation conclusion: the manufacturer previously reported the lcd screen was replaced to address damaged display. No components were replaced to address the damaged display. The device was returned unrepaired per customer request.